Event description:
Reporter indicated a vns therapy patient is reporting daytime sleepiness and increased nighttime seizures. A battery life calculation revealed the generator is 0.08 years until the elective replacement indicator reads "yes". Good faith attempts to obtain additional information have been unsuccessful to date.